Manufacturer narrative:
No radiographs or photos confirming event have been received. The device has not been returned and no further investigation can be completed at this time; however, the patient reported an impact may be a contributing factor. Review of the device history records for this lot notes no material non-conformances or manufacturing errors that may have caused or contributed to this failure mode. Labeling review: "risk associated with implants in the spine, including the pcm cervical disc device, are: early or late loosening of the components; disassembly; bending or breakage of any or all of the components; implant migration; malpositioning of the implant; loss of purchase; sizing issues with components; anatomical or technical difficulties..." "The patient should be made aware of the limitations of the implant and potential adverse effects of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken, or loose implant components. Note: additional surgery may be necessary to correct some of the adverse effects."

Event description:
On (B)(6), 2013, a patient underwent a single level cervical arthroplasty at c5-6. Approximately 30 months postoperative, the patient reported new symptoms of significant neck pain, bilateral arm pain, hand numbness, shooting electrical type sensation down his arms and bilateral arm weakness. He states this started after he jammed his head into a vehicle door when he was reaching into his vehicle. He reports he has pain all the way into his arms and into the second, third, and fourth digits. The surgeon reported loosening of both the cranial and caudal component. There was also subsidence reported for the caudal component. A revision surgery occurred on (B)(6), 2015.